Event description:
The provider states the recliner posts are loose, the clothing guards are broken off, the arm lock springs are stuck in place so the arms will not lock into place. He also states the arm pads are worn and cracked as well as the seat upholstery.